Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax), h8 (usage of device). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the minor bleed/asae was not determined due to insufficient clinical details and no product return.

Manufacturer narrative:
The product was discarded. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp was inserted via the femoral access to support the (B)(6) year old female who had been admitted in with known coronary artery disease, and undergoing a protected percutaneous coronary intervention (pci). The other medical history was not shared. The pump was placed and pci was performed. On the day after implant there was access site bleed that prompted the team to place a femstop for hemostasis. Of note the patient was anticoagulated and had heparin with systemic infusion ongoing. The following day the pump was explanted and the patient survived. Per the nursing staff the bleed was minor, easily stopped and dressing changed. The pump was explanted later, not due to the bleed. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding.

Manufacturer narrative:
D4. Serial and primary UDI number corrected.